Event description:
During a renal artery stenting treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated was located in the right renal artery. Using a namic manometer and a bmw guide wire, the physician was able to inflate the balloon, successfully deploying the stent. When the physician attempted to deflate the balloon, it was reported that it was not possible to deflate the balloon completely. The physician stated the "balloon was hanging in the stent". The physician completed the procedure by withdrawing the balloon and the guide catheter as a unit with force. There were no reported pt injuries.